Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer stated that after eating lunch he gave a bolus and then his blood glucose kept going up and went to the hospital. The customer stated that this has happen about three times within the last couple of months, but he does not have all the details. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.